Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia, needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod on the arm between 1 and 4 hours. Upon inspection, it was noticed that the pink slide did not move forward and the cannula had only deployed partially, indicating a failure of the needle mechanism. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.